Event description:
It was originally reported on (B)(6) 2013 that the patient indicated that every time stimulation was turned on, she ¿got the break out, like chicken pox, in the lower buttock and nose.¿ it was noted that the patient was taking valtrex for it and the medication didn¿t seem to last as long to prevent break outs. It was also noted that the site was painful and itched. The patient reported, she broke out 3 days after use of the device. The patient had stated being unsure when she had the first breakout after the implantation. The patient also stated that the stimulation was not 100% relieving her pain. It was noted that the patient had been taking cymbalta and it was helping with her pain. It was also noted that when stimulation is on, the patient had to use the restroom more and it was somehow affecting her bladder. Almost four months later, it was reported that the device was ¿doing more damage than good.¿ the patient wanted her device removed. The patient stated that ¿three weeks ago¿ when stimulation was on ¿it jumped.¿ the patient noted that for a week she did not feel stimulation unless she pressed on her back. The patient turned stimulation off ¿four days ago¿ because, it was not helping her. The patient was taking a medication for pain and it helped more than the device. The patient noted that everything was charged and continued to only feel stimulation when she pressed on her back. The patient also ¿broke out¿ in the buttock area and had bladder issues when stimulation was on. The patient was seeing a healthcare provider (hcp) for the bladder issue. The patient also mentioned that she never had therapeutic effect. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 37742, serial# (B)(4); product type programmer, patient product ID 355029, lot# n084853, implanted: 2007 (B)(6); product type accessory product ID 3778-45, serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 37752, serial# (B)(4), implanted: 2007 (B)(6); product type recharger product ID 3708120, serial# (B)(4), implanted: 2007 (B)(6); product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient went to a neurosurgeon yesterday, who wanted the patient to get a CT myelogram because the patient was having nerve pain down both her legs. The patient declined due to side effects, the patient would get headaches, of the CT procedure. The healthcare provider (hcp) made an appointment on (B)(6) 2015 to remove the implantable neurostimulator (ins), but the patient did not want to get it taken out. A week or so ago, the patient laid up on it charge it and she got a 3 minute charge and then went to turn it on and when she bent down she felt stimulation down her leg and was not sure if the ins was off or on. It had been 4-5 months ago since she felt stimulation. She had days where it worked for her and days where it did not. If she used the stimulation then may not need it for a couple of days. Now she had been without stimulation for last four months, and was back to where she was. It was noted that the implant was on the left and never had issues on that side until recently. The pain on the left was in the back of the leg and left side of her foot to her little toe. She had been getting charlie horses in a day in both or foot and calf area. Her right leg was heavy and hard to move, and this was her worst leg. When she was using the stimulation it could cause her bladder issues to worsen and had worse breakouts with her shingles. She was taking valtrex once a week and now was using the treatment every single day. If she was stressed or have anything like that she had breakouts. She was on valtrex for a daily basis and had a breakout a couple of days ago. It was noted that the patient had not had a stimulator doctor and saw her family physician to treat her fibromyalgia and got cymbalta and altran prescription as needed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received again reported that when the patient used her stimulation it made her breakouts worse. It was further reported that when the patient turned her stimulation on for a couple hours and then turned the stimulation off, about two days later the patient would experience an increase in nerve pain in her left leg. It was noted the pain went from the top of her leg to her toe and was painful to the touch. It was further noted that when the patient experienced the nerve pain then the breakout would come. It was stated they initially thought the breakouts were chicken pox and that at the time of follow-up they thought it was something like shingles. It was reported the patient still wanted her implantable neurostimulator (ins) and system removed. It was stated that at the time of follow-up the patient had experienced increased pain where the ins was implanted for about a week. It was further stated the site was extremely painful to the touch but was not warm or swollen. The patient reported that about five years prior to follow-up she had experienced bladder problems. It was stated the patient worked with her hcp and the bladder got better. It was further reported that four years prior to follow-up the patient began having bladder issues once again and it was noted her hcp thought it might be tied to the ins. The patient was redirected to her hcp.